Manufacturer narrative:
The ventilator was investigated by our field service engineer. No parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs did not contain any technical error codes to indicate that there was a ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that both pressure transducer printed circuit boards (pcbs) need to be replaced. There was no patient involvement. Manufacturer's ref # (B)(4).